Event description:
Attorney reported: in 2006 - pt underwent surgery to repair a hernia. Ck mesh was implanted to repair the defect. The next day - pt developed fascial dehiscence and was taken back to the operating room for secondary closure. In the months following, pt developed abdominal tenderness and an abdominal protrusion such that the surgery site where the patch was inserted never closed. Pt sustained a bowel obstruction requiring an extended hospital stay. In 2007 - pt was admitted for further surgery for removal of the exposed mesh. Sections of the mesh had adhered to pt's bowel which required surgery to resects the bowel in order to remove the mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.